Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0hp78, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the trial worked well and the implant did not work well. It was reported that since implant patient had not gotten relief. It was reported that during the night of the implant she was ¿pooped¿. It was noted that patient was asking why did the programmer information disappear on the screen and it did not work. It was noted that patient was assisted with her programmer and was able to sync setting on p3 @ 0.25 and ins was on. The patient reported that the stimulation came and went. The patient reported on the day of the call that nothing worked and patient wanted to know why programs are not changing. The patient indicated that if she increases stim it was painful and uncomfortable. The patient could feel stim sometime and then go away and then come back automatically even though it was on the same setting. It was later reported that patient had a revision on (B)(6)-2014 and 9 days later additional information indicated that it was a lead wire revision. The patient was not satisfied with results from left sided placement. The patient had good motor nerve responses on all 4 leads at energy levels less than 2. Impedance levels were normal. She underwent a timed quadripoloar lead placement on the right s3 sacral nerve and had a good response. The patient went on to have a full implant placed on the left side and did not have the same benefit. We are returning to the or on (B)(6)-2014 to revise the implant and replace the quadripolar tined lead on the patient¿s right side and remove the left sided lead in the hopes of improving her response to what she originally had during her test stimulation. The cause of the event was determined and was questioned if device related. The impedance check was reported as normal. The patient outcome was reported as recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.